Event description:
A trial patient reported they had increased the external neurostimulator (ens) to 1.7 and had noticed some reactions with the patient¿s pacemaker. It was noticed the patient¿s blood pressure raised and heart rate increased. The patient stated they saw their cardiologist and they had told the patient that it should not interfere. The patient was instructed to turn stimulation down and start back up slowly. The patient stated they felt the ens was not working well with the pacemaker so she turned the ens off. The patient noted they had meet with the cardiologist who determined that their heart rhythm was normal, but for some reason the patient spiked an above average pulse. The patient stated that she had an external device that tracks her heart/pacemaker and when it was checked the morning of the call everything was normal. The patient stated that after seeing the cardiologist, they turned the ens back on and started at 0.5 and then about an hour and 45 minutes later the patient increased back up to 1.0 and was trying to work her to 1.7 to see how her heart rate would be. The patient stated that when she went to sleep stimulation was at 1.7 all through the night and they had woke up to a very fast pulse rate. The patient stated that when she left the trial implant they had it set stimulation at 1.8, which was too much for the patient so she decreased stimulation to 1.7. The patient had planned to follow up with the healthcare professional (hcp) if they continued to have issues with pacemaker. The patient stated that on (B)(6) the ens was causing reactions with pacemaker, raised blood pressure, heart rate increased, and above average pulse rate. The indication for use is unknown.

Event description:
Additional information from the healthcare professional (hcp) reported there was no trouble shooting related to the ens and increased stimulation causing reactions with the pacemaker, blood pressure, heart rate, and pulse rate. The hcp noted the patient evaluated by a cardiologist who determined her vital signs were within normal limits and no further actions were necessary. The hcp stated the cause of the reported reactions were not determined. The patient¿s signs and EKG were normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.